Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. The customer blood glucose (bg) was 571 mg/dl with high ketones and vomiting. Elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU). The customer was treated with intravenous fluids of saline, insulin, and potassium. Treatment resolved the issue and there was no permanent damage. Customer declined follow up from tandem technical support. Therefore, the release date from the hospital could not be obtained. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.